Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported having continuous high blood glucose, which led to her being admitted to the hospital. She had not been able to get her levels down, despite several boluses, and had ketones. The patient stated that she was diagnosed with hyperglycemia. Treatment included giving insulin, ivs (unsure of contents), and water due to dehydration. The pod was worn on the abdomen for between 4 and 24 hours. An invalid lot number was provided for the product. (B)(6).